Event description:
Iabp an (intra-aortic balloon pump) with repeated large helium leak, possible helium loss 3" and "purge failure" alarms on ECMO patient. Teleflex helpline call tightening connections did not resolve the alarm. Console exchanged with resolution of the alarm.